Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and blindness ('vision/eye problems type: vision loss') in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis (surgery (other) type of surgery: appendix removal.) In (B)(6) 2016, overweight and borderline diabetes. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010 and loestrin-24. Concurrent conditions included menstrual irregularity, menstrual cramps, ovarian cyst, uterine fibroid and vaginal irritation. Concomitant products included amlodipine since 2013, calcium carbonate;colecalciferol (vitamin d 2000) since 2015, insulin from 2013 to 2014, levonorgestrel (mirena), metformin from 2013 to 2014, simvastatin since 2009 and triamterene since 2016. In 2010, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis on multiple occasions"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fungal skin infection ("infection (other) describe: fungal infections on my chest / rashes or skin condition - type: fungal infections on my chest") and abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerant"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced blindness (seriousness criterion medically significant), hypertension ("blood or heart disorder/condition type: high blood pressure"), tooth fracture ("dental problems teeth cracking") and mouth cyst ("dental problems cysts in mouth") and was found to have blood cholesterol increased ("blood or heart disorder/condition type: high cholesterol"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), mental disorder ("psychological or psychiatric problems condition: mental issues"), rash ("rashes or skin conditions type: rashes on chest"), coagulopathy ("blood or heart disorder/condition type: abnormal blood clotting"), back pain ("lower back pain"), chest pain ("chest pain"), rash generalised ("skin rashes on my body") and musculoskeletal disorder ("unable to move my legs / could't climb stairs"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, blindness, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, depression, mental disorder, hypertension, blood cholesterol increased, coagulopathy, nausea, tooth fracture, mouth cyst, dysmenorrhoea, fatigue, vaginal discharge, weight increased, irritable bowel syndrome, lactose intolerance, alopecia, abdominal pain, back pain and chest pain outcome was unknown and the fungal skin infection, rash, rash generalised and musculoskeletal disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, blindness, blood cholesterol increased, chest pain, coagulopathy, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal skin infection, hypertension, irritable bowel syndrome, lactose intolerance, menorrhagia, mental disorder, mouth cyst, musculoskeletal disorder, nausea, pelvic pain, rash, rash generalised, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils are in good position and there is no tree spillage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, bacterial vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and blindness ('vision/eye problems type: vision loss') in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendicitis (surgery (other) type of surgery: appendix removal.) In (B)(6) 2016, overweight, borderline diabetes, hypertension and irritable bowel syndrome. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010 and loestrin-24. Concurrent conditions included menstrual irregularity, menstrual cramps, ovarian cyst, uterine fibroid and vaginal irritation. Concomitant products included amlodipine since 2013, calcium carbonate;colecalciferol (vitamin d 2000) since 2015, insulin from 2013 to 2014, levonorgestrel (mirena), metformin from 2013 to 2014, simvastatin since 2009 and triamterene since 2016. In 2010, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis on multiple occasions"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6) 2010, the patient had essure inserted. In 2012, the patient experienced fungal skin infection ("infection (other) describe: fungal infections on my chest / rashes or skin condition - type: fungal infections on my chest") and abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerant"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced blindness (seriousness criterion medically significant), hypertension ("blood or heart disorder/condition type: high blood pressure"), tooth fracture ("dental problems teeth cracking") and mouth cyst ("dental problems cysts in mouth") and was found to have blood cholesterol increased ("blood or heart disorder/condition type: high cholesterol"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), mental disorder ("psychological or psychiatric problems condition: mental issues"), rash ("rashes or skin conditions type: rashes on chest"), coagulopathy ("blood or heart disorder/condition type: abnormal blood clotting"), back pain ("lower back pain"), chest pain ("chest pain"), rash generalised ("skin rashes on my body"), musculoskeletal disorder ("unable to move my legs / could't climb stairs") and menopause ("menopause"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes), tubal ligation/total hysterectomy (uterus and). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, blindness, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, depression, mental disorder, hypertension, blood cholesterol increased, coagulopathy, nausea, tooth fracture, mouth cyst, dysmenorrhoea, fatigue, vaginal discharge, weight increased, irritable bowel syndrome, lactose intolerance, alopecia, abdominal pain, back pain, chest pain and menopause outcome was unknown and the fungal skin infection, rash, rash generalised and musculoskeletal disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, blindness, blood cholesterol increased, chest pain, coagulopathy, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal skin infection, hypertension, irritable bowel syndrome, lactose intolerance, menopause, menorrhagia, mental disorder, mouth cyst, musculoskeletal disorder, nausea, pelvic pain, rash, rash generalised, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils are in good position and there is no tree spillage. Discrepancy noted in essure removal date: (B)(6) 2017, (B)(6) 2018 and (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, bacterial vulvovaginitis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : event added - menopause. Essure explant date updated. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), blindness ('vision/eye problems type: vision loss') and appendix disorder ('appendix') in an adult female patient who had essure (batch no: 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, borderline diabetes, hypertension and irritable bowel syndrome. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010 and loestrin-24. Concurrent conditions included menstrual irregularity, menstrual cramps, ovarian cyst, uterine fibroid, vaginal irritation, lipoma, ovarian cyst, intramural leiomyoma of uterus, uterine bleeding, yeast vaginitis, acute vaginitis, appendicitis, uterine fibroids and vaginal odor. Concomitant products included amlodipine besilate (amlodipine besylate), amlodipine since 2013, calcium carbonate;colecalciferol (vitamin d 2000) since 2015, chlortalidone (chlorthalidone), insulin from 2013 to 2014, levonorgestrel (mirena), metformin from 2013 to 2014, nsaids, simvastatin since 2009 and triamterene since 2016. On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis on multiple occasions"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In 2012, the patient experienced fungal skin infection ("infection (other) describe: fungal infections on my chest / rashes or skin condition - type: fungal infections on my chest") and abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerant"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced blindness (seriousness criterion medically significant), hypertension ("blood or heart disorder/condition type: high blood pressure"), tooth fracture ("dental problems teeth cracking") and mouth cyst ("dental problems cysts in mouth") and was found to have blood cholesterol increased ("blood or heart disorder/condition type: high cholesterol"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), appendix disorder (seriousness criterion medically significant), depression ("psychological or psychiatric problems condition: depression"), mental disorder ("psychological or psychiatric problems condition: mental issues"), rash trunk ("rashes or skin conditions type: rashes on chest"), coagulopathy ("blood or heart disorder/condition type: abnormal blood clotting"), back pain ("lower back pain"), chest pain ("chest pain"), rash all over ("skin rashes on my body"), musculoskeletal disorder ("unable to move my legs / could't climb stairs") and menopause ("menopause"). The patient was treated with surgery (appendix removal and salpingectomy (bilateral removal of fallopian tubes), tubal ligation/total hysterectomy (uterus and). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, blindness, appendix disorder, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, depression, mental disorder, hypertension, blood cholesterol increased, coagulopathy, nausea, tooth fracture, mouth cyst, dysmenorrhoea, fatigue, vaginal discharge, weight increased, irritable bowel syndrome, lactose intolerance, alopecia, abdominal pain, back pain, chest pain and menopause outcome was unknown and the fungal skin infection, rash trunk, rash all over and musculoskeletal disorder had resolved. The reporter considered abdominal pain, alopecia, appendix disorder, back pain, bacterial vulvovaginitis, blindness, blood cholesterol increased, chest pain, coagulopathy, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal skin infection, hypertension, irritable bowel syndrome, lactose intolerance, menopause, menorrhagia, mental disorder, mouth cyst, musculoskeletal disorder, nausea, pelvic pain, rash trunk, tooth fracture, vaginal discharge, vaginal haemorrhage, weight increased and rash all over to be related to essure. The reporter commented: the coils are in good position and there is no tree spillage. Discrepancy noted in essure removal date: on (B)(6) 2017, on (B)(6) 2018 and on (B)(6) 2019. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Computerised tomogram abdomen: on (B)(6) 2016: 1. Findings consistent with acute appendicitis. No evidence of abscess or perforation. 2. There is an 1 cm left module arising off the left adrenal gland. This cannot be completely assessed on the current exam. This is statistically likely to be a benign finding, such as lipid rich adenoma. If there is clinical concern, comparison to prior exams to establish stability would be helpful.. Hysterosalpingogram: on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: failure to occlude (close) fallopian tubes. Pathology test: on (B)(6) 2016: endometrial biopsy: secretory endometrium no evidence of hyperplasia or malignancy. Ultrasound scan vagina: on (B)(6) 2016: ut- bulky contour and texture variations news suggest intramural myomas. Sis- endometrial contour wnl. Right ovary: appear wnl. Left ovary: contains follicle; on (B)(6) 2019: anteverted uterus. Multiple fibroids seen largest measures anterior left 3.scm. Endometrium measures 11.89 mm. Left ovary not visualized.. Right hemorrhagic cyst measuring 2.3 x 2.2x2 4cm. Nom fluid seen in the cul de sac. Ultrasound thyroid: on (B)(6) 2015: the thyroid gland is not enlarged. A tiny 4 mm hyperechoic nodule is noted in the neck musculature anterior to the left lobe likely representing a small lipoma. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, bacterial vulvovaginitis. Fatigue, weight gain, depression, hypertension, bacterial vaginosis concerning the injuries reported in this case, the following ones were confirm in patient¿s social media records: hair loss quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs and social media received. Events: appendix added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and blindness ("vision/eye problems type: vision loss") in an adult female patient who had essure (batch no. 717011) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, borderline diabetes and appendicitis (surgery (other) type of surgery: appendix removal.) In (B)(6)2016. Previously administered products included for prevent pregnancy: mirena from 2005 to 2010 and loestrin-24. Concurrent conditions included menstrual irregularity, menstrual cramps, ovarian cyst, uterine fibroid and vaginal irritation. Concomitant products included amlodipine since 2013, calcium carbonate;colecalciferol (vitamin d 2000) since 2015, insulin from 2013 to 2014, levonorgestrel (mirena), metformin from 2013 to 2014, simvastatin since 2009 and triamterene since 2016. In 2010, the patient experienced bacterial vulvovaginitis ("infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis on multiple occasions"), vaginal discharge ("vaginal discharge") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). On (B)(6)2010, the patient had essure inserted. In 2012, the patient experienced fungal skin infection ("infection (other) describe: fungal infections on my chest / rashes or skin condition - type: fungal infections on my chest") and abdominal pain ("abdominal pain"). In 2013, the patient experienced fatigue ("fatigue"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs") and lactose intolerance ("gastrointestinal or digestive system condition type: lactose intolerant"). In 2014, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and nausea ("nausea"). In 2015, the patient experienced blindness (seriousness criterion medically significant), hypertension ("blood or heart disorder/condition type: high blood pressure"), tooth fracture ("dental problems teeth cracking") and mouth cyst ("dental problems cysts in mouth") and was found to have blood cholesterol increased ("blood or heart disorder/condition type: high cholesterol"). In 2017, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psychological or psychiatric problems condition: depression"), mental disorder ("psychological or psychiatric problems condition: mental issues"), rash ("rashes or skin conditions type: rashes on chest"), coagulopathy ("blood or heart disorder/condition type: abnormal blood clotting"), back pain ("lower back pain"), chest pain ("chest pain"), rash generalised ("skin rashes on my body") and movement disorder ("unable to move my legs / couldn't climb stairs"). The patient was treated with surgery (to remove the essure implant, salpingectomy (bilateral removal of fallopian tubes), tubal ligation). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, blindness, vaginal haemorrhage, menorrhagia, bacterial vulvovaginitis, female sexual dysfunction, depression, mental disorder, hypertension, blood cholesterol increased, coagulopathy, nausea, tooth fracture, mouth cyst, dysmenorrhoea, fatigue, vaginal discharge, weight increased, irritable bowel syndrome, lactose intolerance, alopecia, abdominal pain, back pain and chest pain outcome was unknown and the fungal skin infection, rash, rash generalised and movement disorder had resolved. The reporter considered abdominal pain, alopecia, back pain, bacterial vulvovaginitis, blindness, blood cholesterol increased, chest pain, coagulopathy, depression, dysmenorrhoea, fatigue, female sexual dysfunction, fungal skin infection, hypertension, irritable bowel syndrome, lactose intolerance, menorrhagia, mental disorder, mouth cyst, movement disorder, nausea, pelvic pain, rash, rash generalised, tooth fracture, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the coils are in good position and there is no tree spillage. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.1 kg/sqm. Hysterosalpingogram - on (B)(6)2011: total bilateral occlusion; on (B)(6)2011: failure to occlude (close) fallopian tubes. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: menorrhagia, dysmenorrhea, vaginal discharge, bacterial vulvovaginitis. Most recent follow-up information incorporated above includes: on 11-feb-2019: plaintiff fact sheet and medical records received. Lot number added. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bacterial vaginitis, apareunia (inability to have sexual intercourse), infection (other) describe: fungal infections on my chest, psychological or psychiatric problems condition: depression, mental issues, rashes or skin conditions type: rashes on chest, blood or heart disorder/condition type: high blood pressure / high cholesterol, abnormal blood clotting, nausea, dental problems: teeth cracking / cysts in mouth, dysmenorrhea (cramping), fatigue, vaginal discharge, vision/eye problems type: vision loss, weight gain, gastrointestinal or digestive system condition type: ibs, lactose intolerant, hair loss, abdominal pain, lower back pain, chest pain, skin rashes on my body, unable to move my legs / couldn't climb stairs. Historical and concomitant drug, medical history, lab data, reporter information, aka name were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.